Manufacturer narrative:
On 13-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was broken. The hemostatic valve on the vizigo sheath appeared to be broken, as the pentaray catheter could not advance at all through the sheath. The vizigo sheath was replaced, and the pentaray catheter was still not able to advance at all. The caller then tested both vizigo sheaths with the ablation catheter and confirmed that the ablation catheter was able to advance without any issues. The vizigo sheath was then replaced a second time, with an agilis sheath, and the issue resolved. The procedure continued. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo. Dilator was introduced into the sheath, no obstruction was found. Device was connected to a syringe with water in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record review was performed for the finished device 00001705 number, and no internal action related to the complaint was found during the review. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was broken. The hemostatic valve on the vizigo sheath appeared to be broken, as the pentaray catheter could not advance at all through the sheath. The vizigo sheath was replaced, and the pentaray catheter was still not able to advance at all. The caller then tested both vizigo sheaths with the ablation catheter and confirmed that the ablation catheter was able to advance without any issues. The vizigo sheath was then replaced a second time, with an agilis sheath, and the issue resolved. The procedure continued. Additional information: broken valves were observed on both vizigo products. The hemostatic valves (gaskets) did not break into two or more separate pieces (the breakage simply obstructed the pentaray from passing through the valve. The hemostatic valves did not become detached from either sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No patient consequences were reported. Sheath obstruction is not MDR-reportable hemostatic valve separation is MDR-reportable. This report is for the 2nd of 2 reported carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium products. The other product will be reported in manufacturer report number 2029046-2021-01528.